Event description:
Customer called to report that the insulin pump alarmed motor error. Customer called to report that they are experiencing high blood glucose levels during bolus. Customer's blood glucose reading was between 252 and 432 mg/dl. No significant events leading to the alarm were observed. Customer stated that there are air bubbles in the reservoir. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.